Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. Ppf alleges pulmonary embolism, infection, and elevated metal ions. Doi: (B)(6) 2012, dor: (B)(6) 2012 (right hip); doi: (B)(6) 2004 (cup and screw).

Event description:
Update: non- mom medical records, pages 17-26, received on ad 11 january 2023 were reviewed on ad 25 january 2023 by a clinician to identify patient harms/product issues. Revision of mom liner and head performed on (B)(6)2012 and captured on (B)(4). Doe dated (B)(6)2012: patient reported to ER with sudden onset right hip swelling, pain, restricted rom, wound drainage, and fever secondary to severe infection 6 weeks s/p revision of the mom head and liner. Because the patient is morbidly obese, has been taking aspirin, and had an elevated inr, the doctor immediately put him on IV antibiotics and administered ffp and platelets prior to beginning the revision surgery. Upon entering the joint, a 12 inch sinus tract was excised and purulent pus removed. The patient began to bleed excessively, preventing revision of the tha construct. The patient received whole blood transfusions as well as additional blood products including ffp, plasma, and platelets. The surgeon decided to close the patient and return to do the revision once the patient became hematologically stable. The patient went into respiratory distress after extubation, requiring reintubation and admittance to the ICU. The patient lost 900 ml blood in 30 minutes and had a hemoglobin of 9.5 g/dl. Dor (B)(6)2012: vented patient sent from ICU and received a radical debridement, femoral osteotomy and orif with cerclage, and removal of all tha devices to treat infection. Upon entering the joint, the swelling and pus were removed. A femoral osteotomy was performed to remove the well-fixed stem and two competitor cerclage wires were places to resecure the femoral osteotomy site after the femur was packed with bone void filler. The well-fixed acetabular cup was removed and packed with bone void filler. The patient experienced 3000 mls of blood loss and received ffp, platelets, whole blood, and plasma. All products were removed, including a stem, head, liner, cup, and acetabular screw, and no antibiotic spacer was placed due to the patient¿s poor medical condition. The patient was unable to be extubated and was readmitted to the ICU. This procedure is considered a continuation of the previous procedure and complications due to treatment of the initial infection. Doe (B)(6)2012: patient was still in critical condition in the ICU and remained on a ventilator. The intensivist sent the patient for surgical placement of a tracheostomy and peg tube. This procedure is considered a continuation of the previous procedure and complications due to treatment of the initial infection. This procedure is considered a continuation of the previous procedure and complications due to treatment of the initial infection. An activity has been created to update the pc. The patient¿s medical history will be updated with morbid obesity and relevant medical testing results updated with hemoglobin of 9.5 g/dl. Dor for the infection will be updated to (B)(6)2012, which is the date the initial procedure was started. Clinician consultation determined that all procedures following the identification of the infection on (B)(6)2012 are continuations of the complications encountered in the first surgery and will therefore all be captured on (B)(4). Coding changes to be made: blood heavy metal increased will be removed from the head and liner as this is captured on (B)(4). Health impact code surgical intervention will be removed from all ips. The following health impact codes will be added to all ips: medical device removal, additional unplanned surgery, and prolonged hospitalization. The following clinical signs and symptoms codes will be added to all ips: fever, hemorrhage, medical device site joint range of motion decrease, pain, swelling, respiratory distress, wound drainage, and fever.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.